Event description:
The healthcare worker experienced a burning sensation and white residue on his left thumb and index finger. The duration of the symptoms lasted for four to six hours and the worker was evaluated by occupational health. The worker removed a peel pouch with the biological indicator inside from the sterilizer, when he opened the peel pouch, he immediately felt a burning sensation and his skin turned white. The solution in the biological indicator was half gone and the top of the indicator which is supposed to be gold was silver in color.